Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, review of field data and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No return patient sample was available. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
This event was previously submitted in 3008344661-2020-00001, a second suspect medical device was added on january 15, 2020. This report is being submitted to document the second likely cause. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive hbsag result on the architect i2000sr analyzer. The following data was provided: initial 1.038, repeats 1.000, 1.223 s/co) and hbsag confirmatory was reactive (hbsagc1 0.173, hbsagc2 0.823 reactive, hbsag%n 102.9356). The patient had two other specimens tested (sids (B)(6)) that were negative and matched the clinical indication of the patient. There was no impact to patient management reported.